Event description:
It was reported that an additional log file review captured a number of intermittent pump stops and speed drops below the low speed limit between 09jul2021 and 13sep2021. These occurred when the patient was connected to the power module and battery power. This indicated the short to shield had matured into a phase to phase short. There was 1 no external power event which appeared to be related to the driveline short. The patient did not experience any symptoms during the pump stop events. The patient was discharged with inotrope support as well as lvad on. Hospice services was asked to be a part of the team for home management in case of an end of pump life condition to help the patient manage symptoms in the home setting.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file submitted by the account confirmed pump stop events while supported by the power module. Although a specific cause could not be confirmed through this evaluation, based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline. The submitted log files were reviewed and contained data from 21apr2021 to 13jul2021. Pump stop events were captured on (B)(6) 2021 while the patient was supported by the power module. These pump stops resulted in corresponding motor stop flags, low speed advisories, low speed hazard alarms, and low flow hazard alarms. Additional low speed events were captured within the log file on (B)(6) 2021 (reference (B)(4) ) and on 09may2021 (reference (B)(4) ). The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and for the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: analysis of the log files submitted by the account confirmed low speed and pump stop events while the patient was supported by the power module with an ungrounded patient cable and external batteries. Although a specific cause could not be confirmed through this evaluation, based on previous complaint experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline. The submitted log files contained data from (B)(6) 2021 - (B)(6) 2021. Transient pump stop events were captured on (B)(6) 2021 while the patient was supported by the power module with an ungrounded patient cable and external batteries. These events resulted in corresponding motor stop flags, high motor current flags, low speed advisories, low speed hazard alarms, and low flow hazard alarms. Additionally, during the pump stoppage events on (B)(6) 2021, the voltage levels for the black and white power cables indicated that the charge of the batteries drained rapidly to result in low battery hazard and no external power alarms. The charge of the external batteries recovered immediately following the pump stoppage events. A phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated drainage of the external 14v batteries to result in the observed no external power alarms. Additional low speed events were captured within the log files on (B)(6) 2021 (reference MFR. Report # 2916596-2021-04096) and on (B)(6) 2021 (reference MFR. Report # 2916596-2021-04098). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and for the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's short to shield was previously reported under MFR # 2916596-2018-04091. The patient's pump stops were previously reported under MFR # 2916596-2021-00620. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing a suspected phase to phase short. The patient has a known short to shield. Pump stops were becoming more frequent and the patient had experienced a pump stop the morning of (B)(6) 2021. The patient was not a candidate for a pump exchange. The plan of care was to start inotropes when the patient's pump stops and does not restart. A 'replace backup battery" message was also seen. Review of the patient's log files showed pump stops on (B)(6) 2021 at 23:15 and again on (B)(6) 2021 at 03:55 and 04:06, all while the patient was using the patient cable.